Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator was evaluated, replaced and calibrated. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system would not complete boot up. There is no report of a pt injury or death associated with this event.